Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us had no insulin flow during injection. The following information was provided by the initial reporter: material no: 320550. Batch no: 0140218. It was reported that the insulin will not flow during the injection. Verbatim: consumer stated, sometimes she has to use two pen needles to complete one dose stated, insulin will start to flow but stop at 2 units.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned a total of seven pen needles. All were returned with green inner shields, identifying them as 4mm, 32 gauge pen needles. All pen needles were visually inspected prior to testing for needle clogs. Three of the returned pen needles have had their cannulas bent at the proximal end of the hub¿s needle cannula, while another three have had their cannula brokens on the non-patient side at the proximal end of hub¿s needle cannula. This would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining pen needle was found to have an issue unrelated to those reported in this complaint. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the needles bending or breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us had no insulin flow during injection. The following information was provided by the initial reporter: material no: 320550 batch no: 0140218. It was reported that the insulin will not flow during the injection. Verbatim: consumer stated, sometimes she has to use two pen needles to complete one dose stated, insulin will start to flow but stop at 2 units.